Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the disposable tip hanging from the tip clamp and the tip clamp sleeve stuck in the up position in the reported problem area of the pipette assembly. The plunger clamp, lld contact spring, compression spring, and tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.